Event description:
It was reported that after a routine device change out the r-waves on the ventricular lead were diminished so the new device was reprogrammed. A lead integrity alert (lia) was triggered and ventricular oversensing was documented. The sensing vector on the device was reprogrammed and this resolved the oversensing issue. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the criteria for the right ventricular lead integrity alert (lia) were met. There were two 2 for lead failure predictor (lfp) episodes of less than 220 milliseconds (ms) v-v cycle are recorded on 22 and 31 jul 2013. 3257 v-sic occur since 03 jul 2013. Lia triggered on 31 jul 2013 due to meeting the conditions for nst and v-sic.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4076 implantable pacing lead (B)(6) 2009; 4196 implantable pacing lead (B)(6) 2009; dtba2d1 implantable cardioverter defibrillator (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.